Event description:
It was reported that the rigid endoscope telescope had rest pin is missing. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned for inspection and the customer's allegation was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the connector pin is detached. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the connector pin is detached, which cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.